Event description:
Treatment of a large fusiform aneurysm. It was reported resistance encountered during pipeline deployment and the device twisted on itself. A balloon was used to open the pipeline. No complication were reported with the patient as a result of the event.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).